Manufacturer narrative:
The ge rep conducted an onsite investigation. The right monitor and hard drive was replaced and the software was reloaded. The system was tested and is now operating as intended.

Event description:
The customer reported that the 6800 system would not boot up and that the right monitor was burnt in. No pt injury was reported.